Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection revealed a complete separation at the collar with the ptfe(polytetrafluoroethylene) fully pulled out from the collar, and distal shaft kinks located 5.5 cm and 15 cm from the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that a catheter shaft kink occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A guidezilla¿ guide extension catheter was selected for use. During the preparation of the device, it was noted that the shaft became kinked. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed a complete separation at the collar.